Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon fired 3 clips. The 3 clips fired properly. However a 4th clip spit out of the jaws open. This happened three times. Also, one of the clips dislodged from the artery--on the specimen side. This device was used to complete the case. There was no consequence to the pt.